Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit has an unknown failure-check out requested.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. During the evaluation the fse observed blood contamination in the drain port to crm. Also, the fse observed blood detected in fault log. So, in order to fix the issue the fse replaced the following blood contaminated parts: blood detect tubing, purge valve assembly, safety disk, and crm assy. The fse then checked and calibrated the drive transducer to specifications. The unit passed all functional and safety tests per factory specifications, and it was returned to customer and cleared for clinical use.